Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that their quality control (qc) was out of range. Upon the ccc specialist's instructions, the customer cleaned the probes and bleached the integrated multi-sensor technology (imt) sample and vent ports. The customer also performed alignments on imt, imt probe and server 1 probes and ran quick check, which passed. The customer then replaced the v-lyte sensor. The ccc specialist determined that qc was producing above assay range flags. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran quick check and found that the motor back lash for sample arm 1 (s1) was high. The cse replaced the flush and metering pump for s1 and quick check, which passed. The cse also ran system check, which failed as the sample flush pump could not find home. The cse replaced the sensor. During the follow-up visits, the cse replaced the aliquot air knife, s1 cleaner pump, aliquot probe, and aliquot drain. The cse ran dilution check, which failed due to high standard deviations. The cse replaced the s1 and imt probes and mixers and rebuilt the imt rotary valve. The cse auto aligned the sample probe 1, imt probe, imt and aliquot probe. The cse primed the system and ran quick check, service methods and qc. The cause of the discordant, falsely elevated albumin result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated albumin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting low. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated albumin result.